Event description:
Information received indicates the valve was abandoned at implant due to intra-operative disc impingement. The product was replaced during the case with no patient complication reported.